Event description:
After receiving mentor smooth saline breast implants, I suffered from chronic fatigue, severe esophagitis, debilitating anxiety, food allergies, dermographia, several autoimmune disease, breast pain, heavy metal toxicity. Chronic upper respiratory infections, migraines, chronic yeast infections. I explanted (B)(6) 2017. With every symptom except migraines. However they have improved. Foreign body response. I cannot add 17 years of suffering. FDA safety report ID# (B)(4).